Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, a scratch was observed on the iol. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Rayner is working with its representatives in the us to obtain additional information to facilitate further investigation of the event. To date, no additional information has been received. There is insufficient evidence and information available in this case to establish root cause.

Event description:
On 12th march 2025, rayner received notification from its representatives in the us of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye a large scratch was observed on the iol necessitating iol explantation and exchange.